Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed lost sensor. Customer removed the sensor and the electrode was 2 mm long. Customer's blood glucose level was not reported. The insulin pump alarmed unexpected restart, external error, communication error, and two displayable history check failed on startup. The device was not returned.